Manufacturer narrative:
Other text: twelve devices were returned for analysis. Visual inspection showed the devices were in good condition. A functional test was performed and the reported issue was not duplicated. No damages or air bubbles were detected in the devices received. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette has air in line. No patient injury reported.